Event description:
Pt, no clinical history available at this time, approx diameter vena cava was 28 mm. Filter was implanted by md using right femoral approach. Filter did not open, and moved to pulmonary artery. The filter was snared and could not be retrieved. The filter was surgically explanted in 2002. A different filter was implanted and the pt is doing well at this time. No imaging studies of any kind provided at this time. A b. Braun representative visited the user facility and checked the filter. It was evident upon inspection that two of the filter's legs were held closed by a band of tissue.